Manufacturer narrative:
(B)(4). Final analysis revealed a parity power on reset had occurred and was confirmed using a recharger.

Event description:
It was reported that there was a power on reset message that appeared every other recharge attempt prior to implant. The device was not opened or implanted; it was returned to the manufacturer.